Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d10,e1(telephone),g3,g6,h2,h6(impact code),h11.

Event description:
The user reported a catheter restriction error during the pre use check. When the fse visited the site on the aware date, the patient had already been discharged and the balloon was disposed of. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had catheter restriction. There was no patient involved.